Manufacturer narrative:
Complainant name: (B)(6). (B)(4),

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified common femoral artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with a 6.0x20mm sterling balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was completely removed from the patient's body after it ruptured and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified common femoral artery. A 5.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with a 6.0x20mm sterling¿ balloon catheter. No patient complications were reported.